Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection of the crimped valve, it was observed that the crimped valve was exposed through the sheath liner puncture and one strut was bent outwards at the inflow side of the valve. The valve was expanded and the strut remained bent with the frame distorted. Due to the nature of the complaint, no functional testing or dimensional testing was performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and revealed the presence of tortuosity in the patient's right access vessel. The complaint for frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) may have contributed to the event based on the report information and review of the provided imagery. Per the imagery review, the patient's right access vessels have presence of tortuosity. It is possible that high push force was applied to overcome the resistance during advancement through the patient's tortuous anatomy, as it was reported that "the valve and commander delivery system became lodged in the esheath+ during advancement of the valve" and "upon removal of the system, it was observed that the valve had punctured through the expanding portion of the esheath+." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, leading to increased resistance during the advancement of the delivery system. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve, after expanding the 14f esheath+ with the expansion tool and pre dilating the vessel with a 16f dilator, the valve and commander delivery system became lodged in the esheath+ during advancement of the valve. Upon removal of the system, it was observed that the valve had punctured through the expanding portion of the esheath+. A new esheath, delivery system, and valve were subsequently inserted, and the new valve was successfully implanted. After valve delivery, it was noticed patient had a perforation of the external iliac artery. A covered stent was placed and the patient was taken to recovery in stable condition. The devices were returned for evaluation and it was identified that the valve had a bent strut.